Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. The patient also had another device implanted. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation. A device history record review is currently in process.

Manufacturer narrative:
On (B) (6) 2010 (through follow-up with the health-care provider), a response was received, however, the cause of death was not provided. However, it was learned that the event was not device related. The device has been disassociated from the event by the surgeon; therefore, it has been determined that this event is no longer reportable to the FDA.

Event description:
It was reported that the patient has expired, due to unknown reasons. No further details were provided. The date of patient's death and implant duration are unknown.

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure a balloon rupture occurred. The 100% stenotic lesion was located in the moderately calcified and moderately tortuous anterior tibial artery. Access was obtained through the right femoral artery. The physician advanced the 1.5x20mm sterling es balloon to the lesion and on the first inflation, inflated the balloon to 10atms for five seconds and the balloon ruptured. The device was removed intact. There were no patient complications. The procedure was completed with a different device. Patient status is reported as "good."